Event description:
Customer reports the, use by date on the active test strip vial as 2008; MFR's electronic inventory system confirms the actual use by date to be 2008. No adverse event reported. Requested return of suspect device and replacement was sent.